Event description:
According to the customer, the green liner features an empty central channel that directs fluid flow without adequate absorption, particularly problematic when residents are reclining. Wide areas at the front and back lack filling, causing sweating and discomfort due to the plastic liner against the skin.

Manufacturer narrative:
According to the customer, the green liner features an empty central channel that directs fluid flow without adequate absorption, particularly problematic when residents are reclining. Wide areas at the front and back lack filling, causing sweating and discomfort due to the plastic liner against the skin. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.